Event description:
It was reported that a power-on-reset (por) condition was noted on their implantable neurostimulator (ins) and a "call your doctor" message was seen on their patient programmer component. The patient was unable to adjust their stimulation. The patient contacted the company representative where there were instructed on how to clear the por condition. This resolved the por issue and the patient was reported as doing fine.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).